Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to the stirrer motor on the patient side. Reportedly the error was intermittent. The issue was identified during maintenance. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in cleveland, ohio. The livanova field service representative in charge attempted to resolve the issue by replacing the boards. The error persisted. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the customer declined service activity. A livanova technician provided phone support and the customer found a loose connection at the level of the ribbon cable connecting the processor board to the distribution board. The customer reseated the cable at both ends and the issue did not recur. Based on additional information provided by the customer, the root cause of the reported event was a loose connection of the ribbon cable which connects processor and distribution boards.

Manufacturer narrative:
H10: no other service interventions have been performed on the device at the moment. However, the reported error is more likely associated to defective stirrer motor. Based on similar cases investigation, the most likely root cause of the reported issue is associated to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions.

Event description:
See initial report.